Event description:
Edwards received information through its implant patient registry that a 23mm 11500aj aortic valve was explanted after a duration of three (3) months due to unknown reason. A smaller size same model 21mm 11500aj aortic valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional narratives. Updated b5 and h6 per new information received. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information through its implant patient registry that a 23mm 11500aj aortic valve was explanted after a duration of three (3) months and twenty-one (21) days due to infective endocarditis. A smaller size same model 21mm 11500aj aortic valve was implanted in replacement. The device was not returned for evaluation due to infection. Type and source of infection were not reported.